Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, thought not verified, patient legal representative state that bacterial vaginitis.